Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. Data logs showed about 45 minutes into the case, pump was in the aortic area that triggered impella position in aorta. Pump then was disconnected and restarted 27 minutes later. The root cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old female patient was being escalated from impella cp to the impella 5.5 for circulatory support. It was reported that during placement the 5.5 was pulled back into the aorta after peel away sheath was removed. The impella was removed and a new peel away sheath used to re-insert the impella 5.5 into the left ventricle. There was no patient harm reported.